Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The registered nurse (rn) reported to fresenius customer service that the peritoneal dialysis (pd) patient was diagnosed with peritonitis. The results of the patient's lab work were not available upon initial reporting. The rn stated that antibiotics would be prescribed immediately. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, a second rn confirmed that on (B)(6) 2025 the patient was seen in the outpatient pd clinic with symptoms of abdominal pain and cloudy pd effluent. Per the nurse, a pd culture was obtained (the same day). However, the pd culture results were not available. The nurse indicated that the patient initiated on antibiotic therapy for peritonitis utilizing ceftazidime and vancomycin (per clinic protocol) intra-peritoneal (ip). The patient continues pd with the same cycler and reported to be recovering from the event. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique.

Event description:
The registered nurse (rn) reported to fresenius customer service that the peritoneal dialysis (pd) patient was diagnosed with peritonitis. The results of the patient's lab work were not available upon initial reporting. The rn stated that antibiotics would be prescribed immediately. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, a second rn confirmed that on (B)(6) 2025 the patient was seen in the outpatient pd clinic with symptoms of abdominal pain and cloudy pd effluent. Per the nurse, a pd culture was obtained (the same day). However, the pd culture results were not available. The nurse indicated that the patient initiated on antibiotic therapy for peritonitis utilizing ceftazidime and vancomycin (per clinic protocol) intra-peritoneal (ip). The patient continues pd with the same cycler and reported to be recovering from the event. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the fresenius cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that the fresenius cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, the peritonitis event can be reasonably attributed to patient breach in aseptic technique, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.